Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). D10: 00631005632 xlpe 10 deg poly liner 56x32 62945897. 00786401300 tm prim fem st 13mm 63172379. 00620205620 tm acet shell 56mm multi 62658917. 00625006530 trilogy bone scr 6.5x30 63160168. 00877503202 biolox® delta, ceramic femoral head, m, 32/0, taper 12/14 2794384. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient states left hip were performed at jersey center medical center (new jersey). Right hip (stryker) was performed. Patients have had no problems with the right hip but have had pain and problems with the left hip since initial implantation. Patient reports a leg length discrepancy of 1". Patient provided the attached x-ray and states he will be sending medical records in the mail.